Event description:
It was reported that the markerbands detached. A flexima ureteral stent drainage catheter was selected for use in ureteric stenting. Upon removal of the pusher, it was noted that the marker was missing and detached. The physician was able to retrieve the markerband using a balloon. There was no further patient complications reported.